Event description:
It was reported that the patient presented for an elective replacement procedure due to eri. Upon physician opening the pocket the physician noted that the pacemaker (pm) was failing to capture. The patient blood pressure dropped when the heart rate was dropped, but subsequently the device resumed normal pacing and capturing after a few minutes. The physician implanted the new pm and normal pacing operations resumed. The patient was in stable condition pre, during, and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.